Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly in the failure analysis center. It was determined that the cause of the reported failure was due to a temperature sensitive crystal, designator y1 from the single board computer which is located on the system pcb assembly.